Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the words on the screen look fuzzy when the backlight was on. The customer¿s blood glucose was unknown. Customer stated insulin pump receive random no delivery alarm. Customer stated air bubbles was seen in his tubing. The devise will not be returned for analysis.